Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months post-implant, the right ventricular (rv) lead triggered a lead integrity alert (lia) and the patient received a shock. Interrogation revealed the rv lead exhibited double counting consistent with detection of both p waves and r waves, resulting in inappropriate therapy. It was noted that the rv had dislodged and had pulled back near the tricuspid valve area. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.